Event description:
It was reported that the atrial port was plugged in the device at implant as the patient is in atrial fibrillation. After review ofthe device data, it was noted there was atrial oversensing due to cross-chamber sensing from ventricular pacing. Adjusting the atrial sensitivity was recommended. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: performance data were collected from the device and analyzed. No anomalies were found. (B)(4).